Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The time and date was unknown at the time of hospitalization. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had a retainer ring defect and insulin pump did not deliver the proper amount of insulin. Customer suffer from hypoglycemia, seizures, loss of consciousness, diabetic ketoacidosis. Insulin pump had missing retainer ring. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.